Event description:
Pt in for colonoscopy with biopsy, hot snare polypectomy and tattooing. Non-conducting hot snare became lodged on the stalk of the right colon polyp. A 2.8-cm snare was then used, and placed around the polyp. Good purchase on the stalk of the polyp was obtained. However, despite changing cautery wires, cautery pads, and the cautery machine, conduction could be carried out with the snare. The snare could also not be released from the polyp. Therefore, the snare was cut and the scope was removed. General anesthesia was induced per the anesthesia department using propofol and fentanyl. The scope was readvanced through the colon, following the wire from the previous snare. A second snare was then used to try to manipulate the initial snare off the polyp. However, this was not able to be done. The second snare was used to shave portions of the polyp off. Eventually, the polyp became small enough to be able to be pulled through the first snare, releasing the first snare, which was then removed from the colon. No evidence of arcing was noted to be present. The chunks of the polyp were then aspirated into the trap. The colonoscope was then removed. No further polyps were identified. The patient tolerated the procedure well and was transferred to the recovery room in stable condition. Biopsy specimen was collected and sent to pathology.